Event description:
Pt's IV pump channel started beeping and said 'emergency shut down?'. IV pump and tubing noted to be wet. Puddle of IV fluid on the floor. Tubing removed from chamber and noted to be leaking and had a hole. Pulmonary artery catheter set up immediately changed without incident.